Manufacturer narrative:
Investigation into the event determined that the root cause of the imprecise amon results was incubator contamination due to user error in cleaning the vitros 250 with an ammonia based cleaner. The customer has discontinued the use of the cleaner and maintenance procedures have returned the system to expected operation.

Event description:
A customer observed imprecise amon qc results on the vitros 250 analyzer on 10/18, 10/22 and 10/23/2007. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event..